Event description:
During an atrial fibrillation procedure, after the introducer was inserted into the patient, blood leakage was observed from the hemostatic valve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. This issue occurred before the use of the transseptal needle. There was no confirmed that an air movement into the patient's body. No additional puncture was performed when the introducer was replaced.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During an atrial fibrillation procedure, after the introducer was inserted into the patient, blood leakage was observed from the hemostatic valve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.